Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels (276 mg/dl) on (B)(6) 2024. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for less than 24 hours on (B)(6) 2024 and received bolus and the patient blood glucose levels while admitting the hospital was 215 mg/dl. The patient had symptoms such as dizziness, feeling sick/unwell, flu like headache and tried/weak and the main reason for hospitalization was high blood glucose levels. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004109 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004109 was manufactured according to the work instruction (wi) version 15 packaging in the multivac 10, on 05/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 14-may-2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6004109 with 1 other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.